Event description:
The user facility reported that the screw fractured at junction of thread and shank. The broken piece was removed and no injury was reported. User facility provided product ID# 111012 and product description (newdeal spin screw), but the product ID conflicts with the product description. Additional information has been requested from the user facility. To date, no further information is available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Additional information about product and incident has been requested from the user facility.